Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. The customer experienced a blood glucose (bg) level ranging from of 33-540 mg/dl. Cause of the low bg was not known. The customer consumed a sugar drink to address low bg level and administered a manual injection to address elevated bg level. Reportedly, the customer experienced a bloody nose and a black eye. Customer reverted to manual injections for insulin therapy.